Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced fuzzy vision, shadowing around words and letters on the computer, and a focusing problem. The lens was exchanged for a different model five months after the initial procedure. The clinical reason for the exchange is that the patient was slightly hyperopic with astigmatism. Additional information was requested.